Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery life diminished and insulin pump was grinding when rewinding and takes longer to rewind. Customer stated that insulin pump had unexplained no delivery alarms and act button had to be pressed harder to get to respond. Customer stated that belt clip had broken. . No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.